Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The reported blood glucose reading was 475 mg/dl. The customer then mentioned that she was hospitalized for high blood glucose levels. The customer did not have any details about the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals were also correct. The insulin pump passed the prime test. Nothing further was reported.